Manufacturer narrative:
The complaint sample has not returned to nova as of yet; therefore, an evaluation of the device could not be performed. Further investigation is being completed and supplemental report will be submitted upon completion.

Manufacturer narrative:
The complaint sample has not returned to nova as of yet; therefore, an evaluation of the device could not be performed. Further investigation is being completed and supplemental report will be submitted upon completion.

Manufacturer narrative:
The complaint sample has not returned to nova as of yet; therefore, an evaluation of the device could not be performed. Further investigation is being completed and supplemental report will be submitted upon completion.

Event description:
The customer reported discrepant patient results. A test was run on june 11th on the prime plus sn: (B)(4) and reported high creatinine results utilizing bun/ creat card lot: 21130038. The patients did not have the scheduled procedures based on the results since the values were questioned by the physician. There was no patient harm or medical intervention.

Manufacturer narrative:
UDI: (B)(4). The customer reported high results for creatinine while running a patient sample on a prime plus analyzer, serial number (B)(6) with bun/ creat card lot 21130038. This event occurred on (B)(6) 2021. As per customer, there was no patient harm or medical intervention. The database for primeplus sn (B)(6) was reviewed and the ph millivolt readings for calibrator a and c yielded values consistent with a pack without creatinine which occurred after the installation of calibrator pack pn 57833, lot 21083038. Therefore, the erroneously high creatinine patient results were most likely caused by an improperly spiked calibrator pack. Device history records (DHR) reviews for primeplus analyzer (B)(6), prime plus calibrator with bun/crea lot 21083038 & prime plus auto qc cartridge lot 20175013 were performed by the quality control manager. The review included an assessment of the production, testing and release of the analyzer, the calibrator pack, and the qc cartridge. No abnormalities were observed. The DHR confirms that the released products met all specifications. Qa searched the CAPA/ nir database and found no previous reports for primeplus analyzer (B)(6), prime plus calibrator with bun/crea lot 21083038 & prime plus auto qc cartridge lot 20175013. Based on the outcome of this investigation, no corrective and preventative action (CAPA) is required as the root cause was determined to be most likely due user error. It will be communicated to customer on the cause of the issue and how to properly spike a calibrator pack.